Manufacturer narrative:
The reported event of a connector locking up and preventing a connection to the controller could not be confirmed on the returned battery, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The battery was able to perform proper mating and locking actions with both controller power ports. No failure detected, the reported event could not be duplicated at the bench level. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the battery connector locked up and was unable to attach to the controller.  The vad coordinator was unable to reproduce the reported event.  The battery was exchanged with no consequence to the patient.  No further information was provided.